Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that he was in the hospital and was connected to the insulin pump after getting home. He was in the hospital for vertigo and dizziness. Customer's blood glucose level was 430 mg/dl. He was currently on manual injection of 75 units. The insulin pump alarmed motor error and motor position encoder error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind and a motor position encoder error alarm was the alarm history due to an out of phase motor encoder signal. Unable to perform all the functional testing including the displacement, basic occlusion, occlusion, prime or excessive no delivery tests due to the motor error alarm. No cosmetic damage was noted.